Event description:
The customer reported that the alarm has multiple damages to it, but did not specify exactly what was wrong with the alarm. The customer did not specify when they discovered the issue. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the battery door is missing and one battery spring is loose. The rj-11 pins are oxidized. The alarm powers up and passes all functional tests. Note: instructions for use has a warning statement: take care not to damage battery contacts. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).